Event description:
The customer alleged they received a questionable glucose hk gen. 3 result on their c702 analyzer for one patient. The patient's initial glucose result was 41 mmol/l and it was reported outside the laboratory. The clinician did not believe the result since the patient was also tested on a poct glucose meter in the ae and was normal. The clinician requested the sample be repeated. The sample was repeated in the same c702 analyzer twice and the results were 4.8 mmol/l and 4.9 mmol/l. There were no adverse events. The glucose reagent lot number was 672996 and the expiration date was 03/29/2013.

Manufacturer narrative:
This event occured in the (B)(6).

Manufacturer narrative:
The field service representative (fsr) went on site. The fsr found the sample probe was bent, so he replaced it. He ran calibration and quality control and it was acceptable. A fluidics check on the analyzer was performed and all were acceptable.